Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No scrolling number display anomaly noted. No frozen screen noted. No moisture damage on electronics noted. Unable to perform displacement, basic occlusion, occlusion, prime and no delivery test due to no button response. Insulin pump received with minor scratched display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the insulin pump were not responding, the numbers were scrolling on their own, and the screen became frozen, after the pump was exposed to moisture. The customer's blood glucose level was 328 mg/dl, which she treated with a manual injection. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.